Manufacturer narrative:
It appears that the fracture of the vertebral body that was noted, resulted in instability, causing the implant to migrate. It was reported that no anomalies were noted with the cage removed.

Event description:
It was reported that a vbr cage had backed out in a recent patient, who had fusion surgery. During revision, it was found that both the left l5 and left s1 screws were loose. Checked the CT and noticed that there might be a small fracture in the body of l5. Removed the cage and filled the space with bone. The patient did have some lateral bone formation already. As surgical intervention was required an MDR is filed to document this event.